Event description:
It was reported that the patient presented to the emergency room with chest pain. Review of remote transmission showed lowered lead sensing, a CT (computed tomography) scan was performed and revealed that the lead had perforated the cardiac tissue. Pericardial effusion was noted and a drain was placed. The product was repositioned on (B)(6) 2026. The patient was stable.